Event description:
A surgeon reports "markings" were noted close to the haptic/optic junction after the intraocular lens was implanted. Enlargement of the incision was required to accommodate removal and replacement of the lens.